Manufacturer narrative:
As per information received from the field, the disposable battery ruptured in the straight battery back and leaked in it. However, no root cause could be determined for the observed issue as none of the relavant system components has been returned for investigation at this time. To determine an exact root cause an investigation of the concerned external devices is necessary.

Event description:
The user reported that a zinc air battery ruptured while it was in the straight battery pack. As a result, the content of the battery leaked out on the battery pack. Reportedly, the user did not get in contact with the electrolyte fluid at any point in time and no injurs has been reported. Device components are being collected from the field, but due to administrative reasons they will not be returned soon for investigation.

Manufacturer narrative:
Additional information: as per information received from the field the disposal battery ruptured in the tempo + battery pack overnight. Reportedly the recipient did not came in contact with electrolyte and also did not have an injury by the reported event. During device investigation the tempo + battery pack lid has been found damaged by a possible expansion of the battery. The concerned battery was not returned. However, two of the three batteries were probably inserted incorrectly, which might have triggered the observed expansion.

Event description:
The user reported that a zinc air battery ruptured while it was in the straight battery pack. As a result, the content of the battery leaked out on the battery pack. The batteries were stored over night before this event. Reportedly, the user did not get in contact with the electrolyte fluid at any point in time and no injury has been reported. The control unit and the battery pack were received, the concerned battery however, had not been received.

Manufacturer narrative:
Due to iata restrictions, batteries cannot be shipped back to the manufacturer. Furthermore, the batteries were discarded. When available, a failure analysis will be submitted as a follow up report.

Event description:
The user reported that the zinc air batteries ruptured while there were with the straight battery pack. The batteries were stored over night. As a result, the content of the battery had leaked out on the battery pack. Reportedly the user did not get in contact with the electrolyte fluid at any point in time.